Event description:
Customer reported that the heart rate lights on the display are out. No patient harm reported.

Manufacturer narrative:
(B)(4). Covidien's initial evaluation duplicated the reported symptom; thereafter, the problem could not be repeated during test evaluation. Visual inspection of the front pcb showed cold solder joints. The n-560 unit also had a second unrelated failure. Manufacturing date of this unit precedes a corrective and preventative action taken by the manufacturer for this failure mode.